Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Other number¿(B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Reporter phone number is (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in the (B)(6) as follows: it was reported that while reaming with the dynamic hip system (dhs) triple reamer, the guide wire was broken. The broken guide wire section was then retrieved from the patient and the procedure was resumed. The surgery was completed successfully with 40 minute delay. There was no harm to the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Only patient¿s year of birth, 1934, was reported. Patient¿s exact age on the date of the complained event or date of birth is not available for reporting. Although the subject device was initially reported to be available for return to the synthes manufacturer for evaluation, it has not been received to date. If the device does become available to the manufacturer, the complaint will be reopened and the investigation results reported in a follow-up report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.